Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the system was stuck in initialization mode and they were getting a red x on the x-ray portion on the image acquisition system (ias) pendant. Site had noted to move forward with fluoro. Imaging was aborted. There is no known impact on patient outcome. There was a ten minute delay. Additional information was received. It was later noted that the system was functioning and the site wanted to continue using it for cases.